Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 256 mg/dl at the time of incident. The customer's blood glucose was 168 mg/dl at the time of call. The customer stated that they were calling back after receiving a battery cap. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to corroded battery tube. The insulin pump had cracked display window, cracked case at the display window corner, minor scratched display window and missing the end cap sticker.